Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Event description:
It was reported that during a laparoscopic gastrectomy, scissoring occurred. The same event occurred in the 2nd device. Another device was used to complete the case. There were no adverse consequences to the patient.